Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty procedure using the evercross 035 and nanocross elite balloon catheters to treat a severely calcified target lesion in the proximal right superficial femoral artery, the evercross 035 balloon burst circumferentially/radially on the first inflation. The balloon was inflated using an inflation device with 50/50 contrast, no embolic protection was used, the vessel was pre-dilated, the balloon did not detach and the device was safely removed from the patient. A new balloon catheter was then used. It was further reported that during continued treatment with the nanocross elite balloon catheter, the balloon burst circumferentially/radially on the first inflation. The balloon was inflated using an inflation device with 50/50 contrast, no embolic protection was used, the vessel was post-dilated, the balloon did not detach and the device was safely removed from the patient. The procedure was aborted following the nanocross elite balloon burst. No health consequences or impact were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.